Event description:
Consumer states that the unit is not working as strong as it use to when she first got it. Consumer also states when she puts the tubing on the unit the air does not reach her sons nose or mouth. Consumer states when he takes the tubing off of the unit she can feel the air coming out of the unit so she believes it may be the tubing that needs changed. No additional information provided.